Manufacturer narrative:
Product investigation: an event of ¿a large tear on the stent post and the leaflets were distorted¿ was reported. Leaflets 1 and 2 contained tears and a thin layer of fibrin on leaflets 1, 2, and 3. Leaflet 2 contained focal calcification on the base and sewing cuff. Acute inflammation was not present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence found to suggest the cause of the tears, calcification or fibrin were due to an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed and a 21 mm trifecta valve was implanted in the aortic position. The trifecta valve was explanted (B)(6) 2017. Upon explant of the valve, a large tear on the stent post was noted and per report the leaflets upon opening were distorted.